Manufacturer narrative:
Based on further engineering investigation, balloon integrity inspection is performed as part of the manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. Additionally, a pra has been generated. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for full examination. The report of balloon burst could be confirmed. As received, balloon was found to be ruptured at central area. Balloon edges did not match at the ruptured region. Both balloon windings were intact. No other visible damage was observed from the catheter. Through lumen was patent without any leakage or occlusion. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. An engineering investigation has been initiated to consider any potential factors that may have contributed to this complaint. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this fogarty catheter, the balloon burst. The catheter had been tested before surgery and the balloon worked properly. No additional intervention was required to solve the issue. The issue was solved replacing the catheter with a new one. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was available for evaluation.